Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports that when received, the casing around the screw was found to be shattered. There was no patient contact, no injury. This MDR filed because an MDR was found on a 2 year look back.